Manufacturer narrative:
Rti germany conducted a batch documentation review for fortiva® dermal grafts manufactured from lot pd184300001. Three departures from the standard operating procedures were noted during the records re-review for the lot: fallout "kreisschüttler" (shaker), exceedance drying temperature, and power failure. Products were not directly affected from the non-conformances. Manufacturing records review indicated that serial ID (B)(4) (left side) was manufactured to specification and met all acceptance / inspection criteria prior to distribution. To date, rti germany has manufactured and distributed 31 fortiva® dermal grafts from lot pd18430001 without related complaints. Although implant therapy is highly successful and predictable, it is not without possible early and/or late complications. In general, it is a common factor for a patient to develop swelling at the surgical site post-operatively considering the surgical procedure the patient underwent. Seroma formation has frequently been reported to occur post-operatively, especially when lymphatic vessels have been cut. Seroma formation may also be caused by decreased blood supply at the surgical site, poor soft tissue coverage, and/or high activity level post-operatively. Often drains are placed during the surgical procedure to prevent seroma formation. The surgical procedures (mastectomy and breast reconstruction) and/or placement of the silicone implant could be considered a confounding factor to seroma development. In this specific case, two drains had been placed and three lymph nodes were removed on the left side. It is more plausible that the patient's adverse event was associated with a source or event extrinsic to the xenograft implant.

Event description:
On 07/05/2022, rti surgical, inc. And tutogen medical gmbh (tmi), a wholly subsidiary of rti surgical, received a complaint as part of the fortiva appear trial. The reported complaint indicated that the patient developed a seroma on (B)(6) 2020. Rti submitted the initial med watch report on 08/04/2022 and a message disposition notification (mdn) was provided. The initial med watch report was submitted under MFR report #: 3002924436-2022-00012. In the message it stated that unless stated otherwise, the message to which this mdn applies was successfully processed. However, the three acknowledgements were not uploaded in the webtrader app. Therefore, the information from the initial report is included in this submission.